Event description:
It was reported that the system indicated user advisory 7 (discrepancy between load 1 and load 2 too large) continuously. Another autopulse was used. There was no pt impact. No other info was provided.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.